Event description:
It was reported that during an open sigmoid colectomy procedure, the first device was fired by a resident and it cut but did not staple. The resident claimed they were not able to fire the stapler all the way where they could hear the crunch. The rep was then pulled into the room and answered questions and went over the IFU prior to a second device being fired. Prior to firing a second device, the circulating nurse put gloves on and was able to close the first stapler without issue. A second device was pulled. While preparing for the second anastomosis with a second device, the rep saw the unformed staples in the pelvic from the first device. The second device was prepped and fired; the donuts were inspected. The distal donuts were perfect; the proximal donuts were half formed. When the rep looked at the piece of donut, it was 1/3 of what it should be. The suture was loose. When it was tested with air, it leaked. The procedure had not been completed when the rep departed. No device returning.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).